Event description:
It was reported that the images on the 9800 system were very poor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, the metal rejection levels were changed to help enhance the image for the type of procedure described by the dr. The system was tested and found to be working as intended and placed back into service.